Event description:
It was reported that this right ventricular (rv) lead had exhibited unknown product performance anomaly. This rv lead was surgically explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found retracted helix, dried body fluid and tissue in the helix housing. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had exhibited unknown product performance anomaly. This rv lead was surgically explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.